Event description:
It was reported that a user experienced elevated blood glucose readings after eating without timely meal announcement while using the ilet bionic pancreas; the user stated their glucose was 120 mg/dl at meal start, later measured 308 mg/dl, and was 324 mg/dl at call end, and they announced the meal more than 30 minutes after first bite, at which time the agent advised not to announce due to likely automated corrections already delivered. Symptoms included visual heaviness and mild disorientation consistent with hyperglycemia. Outcomes included no alerts or alarms, no emergency treatment, and no hospitalization. Investigation included technical review, user education, and troubleshooting with counseling on proper meal announcement timing. Investigation of this case revealed use error related to delayed/ missed meal announcement with expected automated correction activity by the device. It was concluded that the event was related to user timing of meal entry rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.